Event description:
It was reported that the patient experienced chest wall stimulation and presented in the emergency room. Upon device interrogation, it was noted that the right atrial lead had dislodged. The lead was repositioned. The patient was discharged.